Manufacturer narrative:
Results - bd had not received samples, but four photos were provided by the customer facility for investigation. The photos were visually inspected and the customer's indicated failure mode for missing additive with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® plus plastic fluoride blood collection tubes was missing additive. No injury or medical intervention reported.